Event description:
Info received indicates no adverse pt event. Report of malleable wire component was seen to protrude from catheter tip during product removal from the left ventricle. No pt complication was reported.